Event description:
Customer called stating that a patient was tested and gave a reading of "lo". The patient was given 1 amp d50 (dextrose) and tested again. The second reading was again "lo". When the patient arrived at the hospital and was tested the result was 300mg/dl. A review of the system was conducted over the phone. The review seemed to show that the strips being used were not filling completely. The customer wasn't sure what the brand name of the strips were. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.